Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Visual inspection results: visual inspection was performed and found that the battery lock was bent and both the front enclosure and bottom enclosure were damaged. The platform was also found to have black plastisol screws. The physical damages found during visual inspection are considered unrelated to the reported issues of the unit having a dark line on the screen and the unit making a clicking sound when powered on. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional inspection results: functional testing was performed and the reported issues were duplicated during testing. Further inspection identified that a defective lcd display was the cause of the reported issues. Following replacement of the defective lcd, the platform displayed a "system error - out of service" message. Further inspection confirmed that this message was caused by a defective processor board. Archive review results: a review of the platform's archive could not be performed. The archive file was corrupted and could not be downloaded. Battery management assessment: the reported issue is considered to be unrelated to battery management. Parts replaced: based on the initial investigation, the parts identified for replacement are the battery lock, front enclosure, bottom enclosure, lcd display, and defective processor board. Conclusion: in summary, the reported complaint was confirmed based on functional evaluation. The issues were found to be caused by a defective lcd display. Following replacement of the defective lcd display, a "system error - out of service" message was observed. This error message was due to a defective processor board and is considered unrelated to the reported event. The physical damages found during visual inspection are also considered unrelated to the reported complaint.

Event description:
It was reported that during a shift check, the autopulse platform showed a dark line on the lcd display and the unit clicked when turned on. No error codes were displayed on the platform. Customer replaced the battery but the same issue recurred. No patient involvement was reported. No further information was provided.